Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the USA during patient treatment. It was reported that a patient was cannulated for v-v on (B)(6) 2025. The hls set was primed without any issues. After 21 hours after usage of the hls set the ecls specialist noticed a blood leakage near the exhaust ports at the bottom of the oxygenator. The decision was made to change the hls set. The customer confirmed that the blood loss was minimal (estimate < than 50 cc), as the hls set was replaced. No harm to any person has been reported. As there was a leakage during treatment and the device was replaced, a report is required. Complaint ID# (B)(4).